Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), endometriosis ("endometriosis") and migraine ("migraines"). The patient was treated with surgery (underwent a total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection, endometriosis and migraine outcome was unknown. The reporter considered endometriosis, infection, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (menorrhagia)') and pelvic pain ('pelvic pain/pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's medical history included pubic pain, pregnancy, headache, smoker and asthma. Concurrent conditions included per vaginal bleeding, dysfunctional uterine bleeding, nabothian cyst, abdominal pain lower, leg pain, bacterial vaginosis, pap smear abnormal, nausea, emesis, dizzy, pain menstrual and low grade squamous intraepithelial lesion. Family history included pelvic pain female (mother). Concomitant products included acetylsalicylic acid (midol) for discomfort as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), the first episode of vaginal infection ("infection ¿ vaginal"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"), 30 days after insertion of essure (ess205). On an unknown date, the patient experienced the second episode of vaginal infection ("infection-vaginal"), endometriosis ("endometriosis") and migraine ("migraines"). The patient was treated with surgery (ablation on (B)(6) 2007 and underwent a total hysterectomy). Essure (ess205) was removed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, the last episode of vaginal infection, endometriosis, migraine, dysmenorrhoea, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). The reporter commented: device only passed to left ostia, 7 coils remained visible. Right ostia not clearly identifiable. Essure only placed in her left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2008: dependent fluid in pelvis. Question of small amount of stranding in subcutaneous fat to the right of anus on the inferior most scan obtained, likely an artifact of volume averaging, clinical correlation recommended. Otherwise unremarkable CT pelvis. Ovaries appear unremarkable bilaterally. Hysterosalpingogram - on (B)(6) 2007: (per pfs): unilateral occlusion (left tube occluded). (Per mr): normal uterine cavity and right fallopian tube with evidence of patency of the right fallopian tube. Essure coil within the left fallopian tube obstructing the left fallopian tube. Pathology test - on (B)(6) 2009: cervix, biopsy at 12 o¿clock: mild squamous dysplasia and hpv cytopathic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and medical record received. New events added from pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, failure to occlude fallopian tube(s), infection ¿ vaginal, depression, mental anguish and vaginal discharge. Surgery ablation added to menorrhagia. Lab data was added. Concomitant drugs, conditions, historical conditions and reporter's information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), endometriosis ("endometriosis") and migraine ("migraines"). The patient was treated with surgery (underwent a total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection, endometriosis and migraine outcome was unknown. The reporter considered endometriosis, infection, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain / chronic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pubic pain, pregnancy, headache, smoker and asthma. Concurrent conditions included per vaginal bleeding, dysfunctional uterine bleeding, nabothian cyst, abdominal pain lower, leg pain, bacterial vaginosis, pap smear abnormal, nausea, emesis, dizzy, pain menstrual and low grade squamous intraepithelial lesion. Family history included pelvic pain female (mother). Concomitant products included acetylsalicylic acid (midol) for discomfort as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhea ("dysmenorrhea(cramping)"), vaginal infection ("infection ¿ vaginal"), depression ("depression / psych injury"), anxiety ("mental anguish / psych injury") and vaginal discharge ("vaginal discharge"), 30 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), migraine ("migraines"), complication of device insertion ("failure to occlude fallopian tube "), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation on (B)(6) 2007 and underwent a total hysterectomy, hysterectomy full salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, abdominal pain, menstrual cramps, dyspareunia and urinary tract infection had resolved and the menorrhagia, vaginal haemorrhage, endometriosis, migraine, dysmenorrhea, complication of device insertion, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dysmenorrhea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and menstrual cramps to be related to essure (ess205). The reporter commented: device only passed to left ostia, 7 coils remained visible. Right ostia not clearly identifiable. Essure only placed in her left fallopian tube. Patient received treatment for pelvic/abdominal, chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, urinary tract infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2008: dependent fluid in pelvis. Question of small amount of stranding in subcutaneous fat to the right of anus on the inferior most scan obtained, likely an artifact of volume averaging, clinical correlation recommended. Otherwise unremarkable CT pelvis. Ovaries appear unremarkable bilaterally. Hysterosalpingogram - on (B)(6) 2007: (per pfs): unilateral occlusion (left tube occluded). (Per mr): normal uterine cavity and right fallopian tube with evidence of patency of the right fallopian tube. Essure coil within the left fallopian tube obstructing the left fallopian tube. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified). Bilateral occlusion, left occlusion only, right occlusion only. Pathology test - on (B)(6) 2009: cervix, biopsy at 12 o¿clock: mild squamous dysplasia and hpv cytopathic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, chronic, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, injury related, urinary tract infection. Outcome of event pelvic pain, vaginal discharge were updated. Lab data were added. After internal review, previous event device innefective was updated to complication of device insertion no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.